Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that one day post implant it was noted that the right ventricular lead exhibited variable r-waves sensing. It was noted that the lead had pulled tight and needed slack added to it. On (B)(4) 2018, lead revision was performed and slack was added to the lead. The patient was asymptomatic prior and post procedure.